Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the clinic after feeling light headed and fatigued. It was noted that the right ventricular (rv) lead and left ventricular (lv) lead dislodged. The leads were explanted and replaced. No further patient complications have been reported as a result of this event.